Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Post-paced t-wave oversensing was noted on the ventricular lead on a stored egm. Programming changes were made. Further actions will be discussed with the physician.

Event description:
New information received indicates that new episodes of non-sustained rv oversensing were noted. Review of the episodes revealed non-sustained noise due to pvc. Pvc was appropriately detected by near and far fields on the egm. No programming was suggested at this time. The patient will continue to be monitored.